Event description:
It was reported that the sponge came out of the minicap. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a batch review was performed, and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received and evaluated. Visual inspection revealed that the sponge was outside of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.